Event description:
It has been reported to us that a dissection of the coronary artery was noticed during the procedure. The physician inserted the guide catheter into the pt. The physician inserted an ivus catheter and performed ivus study. The physician inserted a pre-dilatation balloon, however, it could not pass through the guide catheter due to high resistance between them. The physician exchanged the predilatation balloon with another and performed the predilatation on the vessel. At some point. A dissection of the vessel occurred. The physician inserted deployed two stents to treat the dissection and closed the procedure without any further problems. The pt is reported to be fine.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.